Event description:
The catheter broke in 2 pieces.

Manufacturer narrative:
Conclusions - a root cause analysis could not be determined as the sample was not available for the investigation. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. (B) (4). (B) (4).